Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was reported to have metabolic encephalopathy secondary to sepsis and was also admitted with infected right leg stump. The patient was hospitalized and was treated with intravenous medications. There were no additional adverse patient effects reported. The ICD remains in service.